Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that no communication could be established with the device. The device was explanted and replaced. There were no consequences to the patient.

Manufacturer narrative:
Interrogation of the device revealed the device was at eol when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.